Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The iab was inserted into the pt in the or. After iabp for twelve hrs, the iab leaked. Inspite of several calls to the facility, the iab was never returned to datascope foe eval. [Event complications]: unk-reported 7/28/97. [Pt's current status]: unk-rpt'd 7/28/97.